Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with injection vancomycin (1 gm, once in five day, route not reported) and injection fortum (daily, frequency, route, and dosage not reported). Dianeal therapy was reported to be ongoing. At the time of this report, the patient had recovered from the peritonitis. No additional information is available.